Manufacturer narrative:
The stent had moved proximally on the balloon. A number of struts on the 13th distal segment were slightly misaligned. The inner shaft was bunched underneath the balloon proximal pillow and extended 13mm proximal to the balloon. (B)(4).

Event description:
A resolute onyx drug-eluting stent was being prepped for use. Device was removed from packaging per IFU and inspected prior to use with no issues noted. There was no damage to the protective packaging and no resistance was noted while removing the device from the hoop. Negative prep was performed successfully. It is reported that resistance was encountered when advancing the device and the catheter became jammed approximately 10cm into the guide wire. The shaft is reported to be bunched. The device did not pass through a previously deployed stent. Excessive force was not used to advance the device. The physician indicated that there was a possible obstruction 10-15cm into stent catheter lumen. Review of the returned device showed that the stent had moved from its original position on the delivery system. Another resolute onyx was used to complete the procedure. There was no patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.